Event description:
The guide wire from the central line placement was surgically removed from the internal jugular vein. X-rays were taken on 8/15/96. The pt's history was acute inf. Mi, s/p tpa. Info from the user indicates that it was a difficult insertion and that the spring wire guide had migrated to the pt's neck area.